Event description:
The customer reported the endoeye high definition ii, autoclavable video telescope has a bending section cover defect, ¿a-rubber scratch¿. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: the field of view is cloudy due to a defective imaging unit. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue. The bending section cover is scratched. Additionally, the evaluation identified the field of view is foggy due to a defective charged coupled device (ccd) unit. The evaluation also noted the following defects: the adhesive on the bending section cover is chipped, the up angulation is out of standard value, and the free/engage lever has damage. A device history review showed no issues that could have caused or contributed to the reported issue. A service history review of the device for the past year revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Based on the results of the investigation, a root cause cannot be identified. However, the potential cause of the ccd malfunction may be caused by moisture invasion through peeled -off point of glue. However, it could not be conclusively determined. Olympus will continue to monitor the field performance of this device.